Event description:
It was reported that during a lead explant procedure, high, out of range, low voltage impedance issue was observed on the device. This was due to the sealing ring of the rv lead being stuck in the device port which was resulting in difficulty in connecting of the lead. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of high impedance, component stuck and connection failure were not confirmed in the laboratory. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.